Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and returned device. The release mechanism would not disconnect from the filter hook. After some time and force applied the filter deployed with significant tilt. An ensnare was used to recover the filter, reposition and release it in straight vertical position inside the ivc. No effect to patient reported. The jugular introducer was returned and an investigation found it manufactured according to specifications and working as intended, except from the grasping hook being slightly straightened. Per the complaint report, "the release mechanism would not disconnect from the filter hook." The video submitted does demonstrate significant craniocaudal displacement of the introducer system and the deployment sheath with the filter already unsheathed in the ivc. This results in significant rightward angulation of the filter as well as a to and from motion of the ivc filter, with the respective movements of the deployment system. The image resolution of the video is such that the releasing hook of the introducer cannot be perceived to determine if the releasing hook was fully extended during this entire motion. As discussed in the IFU, slight back tension on the introducer is recommended, and excessive tension may prevent the filter from releasing from the release mechanism once it is activated. There is no comment in the complaint report regarding the tension applied on the initial attempt to release the ivc filter, but given the significant motion exhibited on the filter, the amount of tension that was applied on the introducer device during deployment can be questioned. There are several potential explanations for failure of the hook to release from the hook of the ivc filter; the releasing hook could have been malformed or did not open correctly, an inexperienced operator applying to much back tension on the introducer, or the hook of the ivc filter was not centered within the ivc due to downward pressure on the system and when the release mechanism was triggered it inadvertently engaged with the wall of the ivc somewhat trapping the hook between the ivc wall and the introducer mechanism. Watching the video in slow motion, it does appear the ivc filter begins to move before the actual introducer mechanism appears to contact the hook of the ivc filter, suggesting that the release hook of the introducer may in fact be extended and potentially engaged with the wall of the ivc, trapping the hook of the ivc filter, and resulting in this configuration. There is no comment in the complaint report if the physician ever attempted to re-sheath the ivc filter during this process. If the releasing hook was engaged with the wall of the ivc, the filter would not have been able to be re-sheathed in this configuration and would have proven the hook was engaged with the wall of the ivc. Fortunately, the filter was eventually freed from the deployment system, however, this did result in a significant rightward tilt. The filter was snared using an ensnare device and redeployed in an appropriate position with insignificant tilt, as seen on the final image. Determining which of the potential causes of this situation is not readily possible with the limited information submitted for review, but the straightened hook of the returned jugular introducer suggests the hook was somehow engaged with the ivc wall, trapped the filter hook and resulted in the filter to tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: upon attempting to deploy the filter, the release mechanism would not disconnect from the filter hook. After some time and force applied, filter was successfully deployed, however, with significant tilt. A 14frx45cm sheath was then advanced over stiff amplatz wire and ensnare used to recover the filter, reposition and released straight vertical inside the ivc. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence